Manufacturer narrative:
B3: date of event = september 2024 e1: name and address - email: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, at the end of an unspecified ¿leg case¿, a flexor raabe guiding sheath separated at the shaft upon removal of the device from the patient. The dilator was not in place at the time of the event. The procedure had already been successfully completed with the complaint device. The separated fragment was removed manually from the patient. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this event. Per the reporter, additional information will not be provided by the customer.

Manufacturer narrative:
Additional information: b5, d10. Summary of event: as reported, at the end of an unspecified ¿leg case¿, a flexor raabe guiding sheath separated at the shaft upon removal of the device from the patient. The dilator was not in place at the time of the event. The procedure had already been successfully completed with the complaint device. The separated fragment was removed manually from the patient. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not require any additional procedures or experience any adverse effects due to this event. Additional information was received 23dec2024. The access site was not scarred, but the anatomy was stenosed and tortuous. A contralateral approach was used, and the bifurcation was steep and possibly stenosed. Unknown wires were used during the procedure, as well as other manufacturers¿ balloons and another manufacturer¿s catheter. Resistance was felt upon removal of the sheath; however, the dilator was not reinserted prior to removal of the device. An unknown wire was in the sheath lumen at the time of separation. Investigation evaluation: reviews of the complaint history, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A global shipment search on the user facility and complaint device was performed but could not definitively determine the lot number of the complaint device. Therefore, cook could not complete a review of the device history record (DHR) or complaint history. The product IFU states ¿if resistance is encountered during advancement of flexor sheath, asses cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient's anatomy and an adverse event related to procedure contributed to this incident. The user reported the patient's anatomy was stenosed and tortuous and the bifurcation was steep. The dilator was not in place at the time of separation. The IFU warns that the dilator should be inserted if resistance is felt. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23dec2024. The access site was not scarred, but the anatomy was stenosed and tortuous. A contralateral approach was used, and the bifurcation was steep and possibly stenosed. Unknown wires were used during the procedure, as well as other manufacturers¿ balloons and another manufacturer¿s catheter. Resistance was felt upon removal of the sheath; however, the dilator was not reinserted prior to removal of the device. An unknown wire was in the sheath lumen at the time of separation.